Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The reported sasuke catheter, fielder fc guide wire inserted in sasuke's otw lumen, and sion blue guide wire were returned for evaluation. The returned catheter had its outer shaft tube split at the welded joint of middle and proximal tubes thus two core wires and the elongated inner tube were exposed. One of the core wires came out of the shaft tube that was stretched at the torn end. At approximately 170mm distal to the tip, the distal tube was buckled. The fielder fc in the catheter was intact. The sion blue with shaped tip was also intact. Lot history review revealed no anomaly relating to the reported event. One similar product experience report was received from this lot (MFR report #: 3003775027-2020-00123); the similar event was not associated with product quality as it was attributed to patient anatomy. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed split of the outer shaft tube of the returned sasuke catheter. The applied stress would exceed the product design limit and tear the welded middle and proximal tubes apart at its junction likely when local bending stress was generated by tortuous anatomy that also made the distal tube to become buckled. Buckling of the tube made resistance with the concomitant guide wire increase, the inner tube elongated, and therefore, the guide wire became stuck in the lumen. Later applied tensile stress generated with removal made the outer tube split. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: precautions: this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy, and, malfunction and adverse effects damage.

Event description:
It was reported that an asahi sasuke double-lumen catheter deformed during a pci to treat a 75-90% occlusion in the lad #6. The catheter was used with an asahi sion blue guide wire in the rapid-exchange lumen and an asahi fielder fc guide wire in the over-the-wire lumen. With the fielder fc in the otw lumen, an attempt was made to remove the catheter when resistance was met. The catheter was removed with the guide wire. The shaft of the removed catheter was found stretched. A new catheter and a guide wire were replaced to resume the procedure. The pci was successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with this event, and the patient was fine without problem after the procedure.